Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024, due to a broken nail. Two months after implantation of the trochanteric fixation nail advanced (tfna) nail, the patient complained of pain. X-ray revealed that the nail was broken distally at the locking hole. The nail had to be removed and replaced with a longer tfna nail. Patient's fracture had not yet healed but had recovered very well from the initial operation and was already independently mobile up to 500 m on level ground and stairs on discharge. This report is for a 9mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d2: additional procode: ktt. H3, h6: manufacturing location: monument. Manufacturing date: 28-february-2023. Expiration date: 01-february-2033. Part: 04.037.943s, 9mm/130 deg ti cann tfna 200mm - sterile. Lot: 4712p12 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate with measurement, inspection plan met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive. Lot: 4657p06. Production order traveler met all inspection acceptance criteria apart from 13 (thirteen) pieces that were scraped during final inspection for ¿surface finish¿ defects. Inspection sheet, /final inspection met all inspection acceptance criteria apart from the thirteen pieces noted. Part: 04.037.942.2, lock prong, 130 degree, tfna static locking prong. Lot: 4183p62. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00. Lot: 1966p44. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Photo/ x-ray were provided for review. The photo/x-rays investigation revealed that the tfna fem nail ø9 130° l200 timo15 was found broken in 2 pieces. The broken fragment is visible on x-rays. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the ttfna fem nail ø9 130° l200 timo15 was broken across the distal insertion hole, fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 130° l200 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.